Event description:
It was reported that malfunction code 16 occurred and pump displayed non-resettable fault, with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, tandem technical support confirmed shipping address and arranged pump replacement within warranty, instructed customer to place pump in storage mode before returning it with a prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.